Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an allergic reaction to the elastic in the garment. An advanced nurse practioner prescribed (B)(6) cream and recommended that the patient remove the lifevest for 30 to 45 minutes a day to allow the skin to dry. Follow up indicated that the irritation healed.